Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an f-94 alarm (configuration option settings checksum is not 0). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, battery testing, and functional testing and were performed. Functional testing revealed that the device had presented an f-94 alarm. The cause of the condition was determined to be a defective main battery. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. To correct the condition, the main battery was replaced. Should additional relevant information become available, a supplemental report will be submitted.